Manufacturer narrative:
Correction: the date at which a medtronic representative initially became aware of this issue was 6/17/2015.

Manufacturer narrative:
Mfg date for corresponding lot # as follows: lot #: 61507 - mfg date: 12/31/2014. Lot #: 40073 - mfg date: 3/29/2012.

Manufacturer narrative:
Patient information was not made available from the site. Return requested for 2 small straight ratcheting handles. Replacement small straight ratcheting handles shipped to site (B)(6) 2015. Medtronic investigation of returned suspect devices finds that, as reported, on both ratcheting handles, the handle cap has been broken off and is missing. Otherwise, the handles receive and release instruments without issue and the ratchet mechanisms function normally. Physical damage - pieces broken on both. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database for both small straight ratcheting handles, lot numbers 61507 & 40073.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, the metal piece on the back of two distinct handles broke off while being hammered. The surgeon used another handle to continue the procedure to completion. There was no impact on patient outcome.